Event description:
Since implant, the pt experienced a burning sensation at the left base of his neck above his shoulder which happened about half the time. It didn't matter what position his neck was in; it could happen when he was sitting and watching tv. In 2008, the pt was not feeling his stimulation. He had not experienced a fall or had any trauma to the area. He also stated that it was taking longer for his stimulator to discharge even though he was using it more than before. The extension was replaced due to open readings (readings not specified) and loss of stimulation; the extension was broken. The pt outcome was reported as "non-serious injury/illness".

Manufacturer narrative:
Final analysis of the extension revealed a reliability non-conformance; all conductors were broken. All conductors were broken 11.3 cm from the proximal end of the proximal segment. There was a kink in the outer insulation at the same location; it aligned with the molded rubber on the other extension segment. This suggests the extension was bent at this location before segmentation.